Event description:
Patient reported their dentist informed them that their bite has shifted since starting byte aligners and recommended that they switch to invisalign to correct their bite and finish straightening their teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.